Manufacturer narrative:
Log files were reviewed from february 19th 2013 through february 23rd 2013. Logs indicated normal vad operation and alarm files confirmed multiple low flow alarms on (B)(6) 2013. The hvad is used for treatment not diagnosis. The patient developed hematuria, which was thought by the site to be related to hemolysis and a thrombus in the hvad. Due to ongoing atrioventricular insufficiency patient was scheduled for an av replacement. Giving thrombolytic treatment at this time was contraindicated so the decision was made to exchange the pump while doing the av replacement. Patient underwent vad exchange. Additional information received from the surgeon indicated that the explanted pump did not contributed to the reported event. As for the present moment, there was no additional patient's discharge information. The hvad pump ((B)(4)) was returned to manufacturer for evaluation. Review of the controller log files did not identify any increase in power but revealed low flow alarms. In addition, visual inspection of the returned pump revealed the impeller and ceramic surfaces showed no gross evidence of thrombosis or scoring. Pathology examination identified material within the electrical header is grossly and histologically consistent with fibrin. Post explant functional and dimensional analysis did not reveal any conditions that would have contributed to the reported event. The root cause of the reported event cannot be determined because the reported event did not allege any device malfunction. Although a definitive root cause conclusion cannot be made, clinical, patient and pharmacological factors may have impacted the event with no indication of any device malfunctions or performance issues. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. High watts alarms, an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump. Thrombus is a known potential complication associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Heartware is submitting this correction to a previously submitted MDR report as a result of remediation activities related to FDA warning letter (B)(4), dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported that the patient was admitted to the local hospital for hematuria. Patient denied having any other symptoms such as shortness of breath, black stool or chest pain. Patient did not report any vad alarms. Due to ongoing atrial ventricular (av) insufficiency patient was scheduled for the av replacement. Giving thrombolytic at this time was contraindicated so the decision was made to exchange the pump while doing the av replacement. Patient underwent vad exchange on (B)(6) 2013. Two days later patient was brought back to operating room for the mediastinal washout and chest closure. Intravenous (IV) inotropes were discontinued on 5th day after the surgery. As per surgeon, there was no fault of lvad in that event. As for the present moment, there was no other discharge information. Pump was returned back for the further investigation. No additional information available.